Event description:
Add'l invo rec'd from MFR 8/26/04: the event description spoke about the ability to cut the drain in half and use the drain as two drains that are y-connected to one evacuator. The event description further stated "the fact the drain was cut and a lack of nursing education regarding this drain made it difficult for the nurse to determine the drain was intact when it was discontinued". The info also spoke of a clean break and shearing off which is inherent of breaks that are initiated/caused by a sharp instrument versus a tensile break that has jagged edges at the break site. The labeling for the device states that "drain removal should be done gently by hand. It should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain". The device history record review for this lot number showed a drain pull test is performed during manufacture to test for tensile strength and all values exceeded the minimum specification value. Company's can only conclude that the event as described was not attributable to any product manufacturing or labeling deficiencies. The hospital did not release the sample for our evaluation. A medwatch report was previously submitted on this event, with the user facility report attached, on july 2004.

Event description:
Pt 2 weeks post operative right total hip replacement returned with pain and was found to have 8 inches of drain retained in their right hip. The drain had originally been discontinued 2 days post op and was reported to be intact. The cause of the drain shearing off could not be determined. The break was clean about one inch above the nearest hole. Post op x-rays did not show any indication the drain had been sutured through. Post op x-rays did reveal that the drain was not near the cable that was also used to stabilize the joint. The drain is designed so that it can be cut in half to be used as two drains that are y connected to one evacuator. The fact the drain was cut and a lack of nursing education regarding this drain, made it difficult for the nurse to determine that the drain was intact when it was discontinued. The pt required return to the operating room for removal of the retained drain section.